Event description:
On (B)(6) 2013, dynatroincs received a phone call from a medical device dealer reporting that they were contacted by an end user facility regarding two dynatronics devices (d650; d650 plus) that were involved in two adverse events involving two different pts. The end user facility was asked to complete an incident questionnaire for each of the adverse events but would not provide any details as to what had occurred with the devices. The only details that were made known to the dealer are that one of the events required medical intervention; the other event did not require medical intervention. It is not known which device was involved in the event that resulted in medical intervention.

Manufacturer narrative:
There were no problems found with the operation of the device. All outputs from the device were within specifications. Chassis ground leakage test was within specifications. Pt leads and lead adapters tested good. The power cord received with the device tested good but it was not a hospital grade power cord. The power cord was replaced with a hospital grade power cord. The power cord was replaced with a hospital grade cord. The overlay (user-device interface) was evaluated and it was worn through over the up intensity key. The worn overlay was replaced. Additional routine equipment maintenance included a software update and calibration verification. Labeling for the device was evaluated and the operator's manual contains industry standard contra indications, warnings, and precautions for all modalities available on the device.